Event description:
It was reported that during patient use, a ventilator was autocycling. There was no report that the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the device and found the device did not pass the flow sensor calibration. The fse adjusted the flow sensor and then completed testing. The fse also replaced the universal serial bus (usb) drive as a precaution.